Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the mitek healix advance knotless 5.5 br anchor for rotator cuff repair case, but 1 anchor crack when insert the suture, so they discarded it. And then used another one to continue the case, but it was separated into 3 parts when insert to the tunnel. Finally, dr used the other technique to finish the case. The complaint device has not been returned, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photos, the anchor was cracked from the distal part but is held in place by suture; therefore, this complaint cannot be confirmed. A DHR review has been performed for lot 6l68052; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The possible root cause can be associated with off axis insertion and levering during insertion. Moreover, excessive force on the inserter could have resulted damage the anchor. However, it cannot be conclusively affirmed. As per IFU, inserting the healix less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Also, it is important to do not apply a bending force to the inserter, this can damage the anchor or inserter tip. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthese mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot: there was no non conformance regarding this lot.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description and health effect - clinical and impact code have been updated accordingly.

Event description:
It was reported by the sales rep in hong kong that during a rotator cuff repair surgery on an unknown date, it was observed that the 5.5 healix advance kntlss br anchor device got separated into three parts when inserted into the bone tunnel. All broken fragments were removed from the patient. Another like device was used to complete the procedure without delay. The status of the status post-surgery was unknown. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during a rotator cuff repair surgery on an unknown date, it was observed that the 5.5 healix advance kntlss br anchor device got separated into three parts when inserted into the bone tunnel. There were fragments generated and were not removed. Another like device was used to complete the procedure without delay. The status of the status post-surgery was unknown. No additional information was provided.